Event description:
It was confirmed that the pt's canal was less than 9mm by templating on pre-op. The surgery was going to be done by reaming up to 10mm and insertion of 9mm nail. A guidewire was inserted and reaming started from 8mm on intraoperative, however the surgeon could not insert the reamer from bowed portion of the guidewire where is ahead of the entry point, so he pulled out of guidewire because the chipped guidewire was confirmed by image. He makes a decision as this reamer does not work due to bowed guidewire and tried inserting new guidewire after reaming by 13mm entry reamer. Once again the reamer was stuck at same position as previous time, thus the surgeon has inserted an im nail. However he discontinued to insert the nail around lesser trochanter because bowed tip of the nail was confirmed by image. Fortunately an incision of the fractured bony part was done during the reduction; therefore the pt was treated using a plate the hospital has.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.